Manufacturer narrative:
(B)(4). Approximate age of device ¿ 17 days. The pump was not returned for evaluation as it was not explanted. A limited autopsy was performed that revealed right pulmonary embolus; right ventricular, right artrial and left ventricular thrombi, and bilateral upper lobes interalveolar hemorrhage with hemorrhagic nodules to bilateral upper lobes and right middle lobe. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017. Prior to implantation of the pump, the patient had two sternotomies due to mechanical aortic and mitral valves being placed. The patient then underwent lvad implant and aortic valve replacement with a bioprosthetic valve. The mechanical mitral valve was left due to prolonged cardiopulmonary bypass time of 348 minutes. The patient then experienced a large, bilateral subdural hematoma with herniation, was on continuous veno-venous hemodialysis and had septic shock. The patient subsequently expired. A limited autopsy was performed that revealed "right pa embolism; rv, ra & lv thrombi and bilateral upper lobes intra alveolar hemorrhage with hemorrhagic nodules to bilateral upper lobes and right middle lobe.¿ no additional information was provided.

Manufacturer narrative:
The pump was not explanted, therefore, it was not available for evaluation. A direct correlation between device and the reported adverse events could not be conclusively determined through this evaluation. The clinicians reported that the patient experienced a large, bilateral subdural hematoma with herniation following device implant. The patient subsequently expired on (B)(6) 2017 due to septic shock while on continuous veno-venous hemodialysis. Of note, the patient had two sternotomies prior to the implant procedure for replacement of the aortic and mitral valves with mechanical valves. The mechanical aortic valve was replaced with a bioprosthetic valve during the implant procedure while the mechanical mitral valve was left in place due to the prolonged cardiopulmonary bypass time of 348 minutes. A limited autopsy was performed which revealed thrombi in the right pulmonary artery,right atrium, right & left ventricles. The bilateral upper lobes had intra-alveolar hemorrhage with hemorrhagic nodules to the bilateral upper lobes and right middle lobe. Thromboembolism, bleeding, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.